Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh revision on (B)(6) 2014 due to mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for surgery: urethral hypermobility, urinary stress incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision with cystoscopy on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.